Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The patient said they got their stimulator for both bladder and bowel but mostly for their bladder and it really does work. The reason for call was patient reported for the past month they have been having a lot of pain where their device is located in their upper buttock, like a pinching sharp pain sometimes goes down their leg and sometimes goes a little bit up their back but it hurts more where the device is. Patient said they tried turning it down and they tried to ignore it they had some prescription meds from their surgery but it didn't help and they started leaking again so they bumped it back up again. Patient reported they have not had any falls and no other medical tests or procedures before this started happening. Asked patient if they had ever tried turning stim off and asked pt to turn it off for a brief moment during the call and pt confirmed it was still stinging when therapy was off. Reviewed the option keeping stim off for a short period of time to see if symptoms improve. The patient was redirected to their hcp to further address the issue. Reviewed information about how to change programs. Patient said they have an appointment on monday. Additional information was received from the patient. They stated that they had lower back pain and pain over the implant. They kept getting put off by their doctor and are now "putting up" with the manufacturer representative (rep). They stated they were not getting anywhere. Additional information was received from the patient. They reported that the first surgery was a botch job and the scar part was pulled up and sewed up (they said the outside of their rear end looked so horrible), and they had a lot of trouble with back pain so they went to see the implanting physician's husband (also a physician) and they fixed it. Additional information was received from the patient. When asked to clarify the statement "the scar part was pulled up and sewed up," the patient stated that was the first surgery and the scar was fixed with another surgery.